Event description:
It was reported that a new user of the ilet bionic pancreas experienced episodes of elevated blood glucose that later decreased without intervention after recent initiation of therapy, and customer care provided education that the system may require a period to adapt. Symptoms included hyperglycemia. Outcomes included no reported injury, no medical intervention, and no hospitalization. Investigation included complaint handling with troubleshooting and user education. Investigation of this case revealed that the device was functioning as designed with no alerts or alarms reported and user acclimation was ongoing. It was concluded that the cause of the hyperglycemia was unclear and that no device malfunction was identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.